Event description:
The pt had thoughts of suicide, and "itching/crawling" of skin. The hcp states the pt has not experienced any withdrawal symptoms. The pt has been in the emergency room for "feeling ill". The pt's pain medication had been changed from morphine to dilaudid/bupivicaine. The pt has been given oral medication for breakthrough pain. The pt is reported to be "doing o.k".